Event description:
Registered nurse (rn) and/or technician preparing the room for surgery. Rn noted the machine seemed to have a defective cassette, she changed with a new cassette, but again, there was a defective cassette. So she changed again for the 3rd cassette. Procedure continued using 3rd device. Patient was scheduled for hysteroscopy, endometrial ablation and possible dilation and curettage.